Event description:
It was reported that the patient had multiple syncopal episodes at home. The patient's family was unable to get the patient up due to dizziness. A rescue squad was called. The patient's mean arterial pressure (map) was 58, their hemoglobin was 6, hematocrit was 19, and international normalized ratio (inr) was 3.0. Two arteriovenous malformations (avms) were noted that were bleeding. The patient underwent esophagogastroduodenoscopy (egd) with cautery. The patient was improving and was discharged on (B)(6) 2023.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The patient remains ongoing on the heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), with no further issues reported at this time the relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 1 of this IFU, ¿introduction¿, lists bleeding as an adverse event that may be associated with the use of the hm 3 lvas. Section 6 of the IFU, ¿patient care and management¿ (under ¿anticoagulation¿), provides information regarding the recommended anticoagulation regimen, including international normalized ratio (inr) values, as well as suggested anticoagulation modifications in the event there is a risk of bleeding. The IFU includes a list of hm 3 patient assessment methods, including assessment of the patient's level of consciousness. No further information was provided. The manufacturer is closing the file on this event.